Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy") in an adult female patient (B)(6) who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy") in an adult female patient (gravida 16, para 3) who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure was removed on (B)(6) 2012. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: the patient experienced a previous episode of pregnancy with essure under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.